Event description:
It was reported by service report that the bed touchscreen display is not working on intouch bed. It is unk if there was pt involvement or if there are adverse consequences to report.